Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer was able to clear the alarm and resume insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.